Event description:
It was reported that the charging supplies began burning or melting. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and based on the analysis, the reported issue against the wall adapter was not able to be verified due to the wall adapter not being returned for investigation. The alleged issue against the usb cable was not able to be verified due to the usb cable not being returned for investigation, however, additional issues were identified. The information will be used for tracking and trending purposes.